Manufacturer narrative:
(B)(4). Concomitant medical products: comp rvs cntrl 6.5x30mm st/rst pn: 115396 lot: 047530, comp lk scr 3.5hex 4.75x30 st pn: 180553 lot: 889270, comp lk scr 3.5hex 4.75x15 st pn: 180550 lot : 699000, comp lk scr 3.5hex 4.75x40 st pn: 180555 lot: 233830, comp lk scr 3.5hex 4.75x20 st pn: 180551 lot: 207730, comp rvrs 25mm bsplt ha+adptr pn: 010000589 lot: 111130, comp rvsr shldr glnsp +3 36mm pn: 115313 lot: 239860, unknown tm stem. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient was revised due to implant fracture and subsequent implant migration. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As it is unknown which of the peripheral screws fractured this device will be investigated on medwatch#: 0001825034-2019-04715. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.